Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from dir which contained the following information: a customer received high readings from the adc freestyle libre sensor and self-treated with "multiple doses of short-acting insulin". Customer further experienced a hypoglycemic episode and loss of consciousness and required unspecified treatment from emergency services. Customer also obtained a reading of 1.2 mmol/l (22 mg/dl) from a finger prick test in comparison to a sensor scan reading of 15 mmol/l (270 mg/dl). It is unknown when these readings were obtained in relation to the medical event. No further information was provided. There was no report of death or permanent injury associated with this event.